Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited image problems (image black, flickering during angulation). There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected fields: e1, h4. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, it is likely that the following led to the malfunction: external stress such as bumping of the distal end section of the endoscope and dropping of the endoscope, or irregular load to the bending section may have caused damage to the internal image sensor, resulting in breakage. A definitive root cause cannot be identified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.